Event description:
New information received indicated that the patient presented for a follow-up clinic visit. Programming changes were made to resolve the undersensing issue. The patient remained in stable condition throughout.

Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited under-sensing. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.